Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2022 a mitraclip procedure was performed for a grade 4+ mixed mitral regurgitation (mr). One clip was implanted with no reported issue, reducing mr to grade <1. On (B)(6) 2022, the clip detached from the posterior leaflet. In the physician¿s opinion, the single leaflet device attachment (slda) could have been due to systolic anterior motion. Mr returned to 4+. It was noted that surgical intervention would be required. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to pre-existing patient anatomy (systolic anterior motion). The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.